Event description:
It was reported that the patient with this right ventricular (rv) lead had experienced infection. A revision was performed and the pacemaker along with this right ventricular (rv) lead and non-bsc right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).